Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Manufacturer report number: 2017865-2024-22246. Patient presented to ed with infection around the incision site for the device. Physician opted to explant the generator and lv lead. Generator and lv lead were both implanted on (B)(6) 2024. No new generator or leads were implanted after the explant.